Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. This is 2 of 3 reports where the patient experienced inaccuracy that occurred three different sensors with similar event details. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient reported having cgm values that were either high or low that did not align with her bg meter readings. At times, this led the patient to treat herself with ¿unnecessary insulin doses.¿ the patient reported on multiple occasions that this caused her bg level to drop ¿dangerously low¿ which cause her to ¿feel sick¿ and require medical intervention. The patient stated that she had repeated hospital visits due to cgm inaccuracy issues. No specific cgm or bg meter comparison values were reported for this event. There was no documentation of the specific treatment/medication the patient was provided for this event. The patient was feeling ¿weird¿ and a ¿little bit sick¿ at the time of the report. Attempts to reach the patient for further event clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia. This is 2 of 3 reports where the patient experienced inaccuracy that occurred three different sensors with similar event details. Please see related record cmpl (B)(4) and cmpl (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 1/7/2025. Although the report states the patient went to the hospital, the length of time in the hospital (less than or more then 24 hrs) is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.